Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump had damage and/or corrosion in the battery compartment and springs. The customer stated that the pump resulting in the pump not accepting batteries and being unable to turn on. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was not confirmed with a blank display. Unit passed sleep current measurement test, active current measurement test, and self-test within specifications. The pump was cut open to perform visual inspection and found moisture damage on motor and force sensor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. Battery cycle 6.0 received the low battery alert (104) on 11/11/2025 11:38:00 after more than 7 days at 19.4 days. Battery cycle 2.0 received the low battery alert (104) on 10/02/2025 14:14:00 after more than 7 days at 51.32 days. Unit was confirmed damage cracked case near belt clip rails. In summary, the customer alleged blank display confirmed. Exposed to moisture confirmed. Customer did not experience an unexpected failed battery alarm of less than 7 days per the pump history records. Failed battery alarms or power loss alarm lasts less than expected was not confirmed. Unit was confirmed for moisture damage. Unit was confirmed damage at battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.